Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that (B)(6) 2026, a 35 mm navitor vision valve was selected for implant using a flexnav delivery system (ds). The patient has a heavily calcified type 1 fused aortic valve and mitral annular calcium; the patient is frail and uses assist device for ambulation with a history of laryngeal cancer. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed by using a 28 mm, non-abbott balloon. At the start of the procedure, patient's systolic blood pressure (sbp) was 220 mmhg. Treated with antihypertensive mediations periodically. During the procedure, on the initial attempt, the valve was observed with an incomplete stent opening (iso) so a full recapture was performed. On the second attempt, the depth was at 0 mm on the left-coronary cusp (lcc) so we recaptured a second time and redeployed at a depth of 5 mm on the non-coronary cusp (ncc) successfully. The valve had concentric calcification and there was a calcific fusion between the lcc and right coronary cusp (rcc). Moderate paravalvular leak (pvl_ was observed. Post-implant balloon aortic valvuloplasty (post-bav) was performed by using the same 28 mm, non-abbott balloon and additionally an underinflated 33 mm non-abbott balloon was used for an unspecified reason. Mild pvl was observed; the patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient was transferred to recovery; in recovery, developed with stroke symptoms (right sided weakness and facial droop), and stroke protocol (rehabilitation) was initiated. The patient became hypotensive and at one-point sbp was noted approximately in the 70 mmhg. The patient was developed with new atrial fibrillation with rapid ventricular response (rvr). On the following morning, stoke symptoms persisted and continues to have marked right facial droop with aphasia and dysarthria noted. National institutes of health stroke scale increased from 14 to 18. It was reported that the patient remained at risk for deterioration. The patient has an extended hospitalization. The healthcare professional stated that they believe the patient experienced adverse health consequences due to the embolization of calcium attributed to non-abbott bav device. The patient is in a recovering condition.